Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported prior to the patients discharge of a system implant, the pacemaker was checked, and the rv lead was showing high pacing thresholds which was confirmed through x-ray. Both leads, including the ra lead, were repositioned, and the rv lead was showing normal threshold values. No adverse patient effects were reported.